Event description:
It was reported that during use (the set up and priming) of the device for a cardiopulmonary bypass (cpb) procedure, while recirculating, the pump console for the centrifugal pump went blank, as if the power was lost to the unit. The device was not changed out, as the perfusionist (ccp) disconnected the coupler, reconnected it, jiggled the connector and power was established. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: during set-up and priming of the cpb circuit in preparation for cpb, the perfusionist (ccp) noticed the centrifugal control module display was black (dark) and the centrifugal motor had stopped. The cardioplegia pump was placed in the stop mode, per configured response in the perfusion screen being used. The ccp jiggled the power cable that connects to the back of the control module and disconnected and reconnected the cable and power was able to be re-stored. This same behavior again occurred during priming and the display was blank, but jiggling the cable again restored power and functionality. The ccp elected to use the centrifugal control module and cable for cpb. While on cpb, at full flow with an arrested heart and a patient temperature of 35 degrees celsius, the described behavior occurred. The display was blank and motor stopped with a resultant los of arterial blood flow. The ccp clamped the arterial and venous lines. The ccp again jiggled the cable and power was restored and flow was resumed in about sixty seconds. The ccps did not hand crank, as he was aware of the intermittent power issues observed during priming. The ccp stated, he had a crank mounted on the system 1 and was ready to hand crank fi the power was not able to be restored. The blood pressure did drop during the loss of flow, and the venous saturation dropped into the fifty percentages. After flow was resumed, the ccp stated the patient pressure quickly returned to normal and the venous saturations returned quickly to the seventy percentages. There were no other issues experienced during cpb. The patient was weaned from cpb without issue. The case was completed successfully, without delay and without associated blood loss. The patient was transferred to ICU after the procedure (per routine practice) and the patient was awake, alert, and responding to commands within a few hours of the surgery. There was no harm observed or reported.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) called the field service representative (fsr). The fsr told him to pull out the control modules on the side of the system-1 base and reseat them. The pump was run for a couple hours with no evidence of this problem. The perfusionist (ccp) was off work for four days and upon returning, the turned the centrifugal pump motor on adn ran the unit for five hours. No recurrence of the issue to date.